Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated that prior to the event his cgm readings were above 7.3 mmol/l. At 10:12 pm he felt a hypoglycemic event beginning (no symptoms provided) and phoned for an ambulance. The paramedics arrived and at approximately 11:00 pm checked his bg which was 1.6 mmol/l, although the cgm was reading 7.3 mmol/l. The dexcom sensor was removed in consultation with the ambulance staff. After the patient arrived at the hospital the emergency room (ER) doctor consulted with the patient¿s diabetic doctor and gave three injections of glucagon. The patient was released from the hospital soon after. At the time of the report he stated he was doing fine physically. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.